Manufacturer narrative:
The device was received for investigation. It was observed that the inflation arm to main arm joint pierced through the inflation lumen into the main lumen causing leakage and preventing the balloon from inflating. When fluid was injected into the inflation lumen it leaked into the main lumen instead. The cause is due to an assembly error where the probe used to form the inflation port was inserted at too sharp of an angle causing the probe to puncture the wall that separates the inflation and blood lumen. This issue was likely missed during the 100% inspection process. The device was not used in the field. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Manufacturer narrative:
The product was not returned. Therefore, we could not conclusively determine the root cause of the reported incident. It is possible that the balloon was damaged while removing the device from its packaging or while handling the device. It is unknown if the device was checked prior to use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that there was a hole was found in the balloon of the shunt during a procedure. It is unknown if the device was checked prior to use. No injury was reported to the patient. Additional information related to the event has been requested but not made available at this time.